Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the distal part of the stent strut got lifted. The procedure was completed with another of the same device. No patient complications were reported.